Manufacturer narrative:
Initial and final MDR (B)(4)- MDR .- device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 01-november-2023, it was reported by the patient that six infusions set fell off within two days of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.